Event description:
The coil embolization was done for unruptured cerebral aneurysm by femoral approach. No further information was provided about the target vessel characteristics. After enc452812 was placed to the targeted vessel, coils were inserted. When the 8th coil (637cf0615) was tried to be inserted, it was found there was not enough space for the coil in the aneurysm. The doctor stopped the insertion and tried to retrieve the coil, and then the coil became unraveled. After a balloon catheter was expanded at the proximal side of the complaint product, the unraveled coil was captured and cut by gooseneck snare. During removal of the coil, the microcatheter tip was positioned through the enterprise struts. During the procedure, there was no resistance or friction with the sl10, boston scientific microcatheter. The physician stopped inserting the coil to aneurysm because there was not enough space in the aneurysm and at that time the distal part of the coil got entangled with other coils which are already filled in the aneurysm. The physician tried to retrieve the coil under this situation, so the coil unraveled.

Manufacturer narrative:
The part of the coil out of the aneurysm was embedded to the vessel by two stents. There were no adverse consequences to the patient. The aneurysm was bifurcating and measured 10.5x9.22mm, and the neck was 4.52mm. An adequate continuous flush was maintained through the mc at all times. The current patient condition was noted as good, concomitant medical devices: enterprise stent, coils, and microcatheter. The orbit delivery system and retrieved coil fragment are not available for analysis. The lot number is not known; therefore a device history record review cannot be completed. Based on the available information and as reported by the physician, coil entanglement with previously placed coils and coil filing combined with coil size/selection requiring removal of the device impacted the event. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. Based on the available information it appears that procedural/clinical factors may have contributed to the stretching of the orbit coil. Therefore, no corrective actions will be taken at this time.